Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 11000 joules of use, the fiber tip came off. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed the saline and connector functional tests. The hene (helium-neon) functional test found no breaks along the fiber length. Microscopic inspection identified that the glass tip was broken off. Based on the analysis results, the event of fiber tip detachment was confirmed. The observed glass tip broken off is consistent with a device that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the glass tip broken off. The instruction for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 11000 joules of use, the fiber tip came off. The procedure was completed using another fiber. There were no patient complications reported.